Event description:
A customer reported a low readings issue with the adc device. The customer reported low sensor readings with no symptoms, and self-treated with candies and cookies. The customer then went to a hospital where a healthcare meter result of 43 mmol/l was reported to be obtained. The customer was treated with unspecified IV, and reported that after a day blood glucose had decreased to 13 mmol/l. There was no report of death or permanent injury associated with this event. The customer additionally provided the following comparison of sensor reading against healthcare meter result: 2.8 mmol/l and 3.1 mmol/l from sensor against 27 mmol/l and 27 mmol/l from healthcare meter. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.